Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise and reduced intrinsic amplitudes. Technical services advised some programming options. The device sensing vector has been reprogrammed and there is no more noise. Later, it was reported that the patient had several more inappropriate shocks due to oversensing. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise and reduced intrinsic amplitudes. Technical services advised some programming options. The device sensing vector has been reprogrammed and there is no more noise. There was also some difficulty with telemetry. It was reported that the patient had several more inappropriate shocks due to oversensing. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.